Manufacturer narrative:
The event of granuloma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported, left side "rupture". And "capsular contracture, baker grade ii¿. And ¿moderate presence of foreign material consistent with silicone and xanthomatous inflammatory reaction". Device has been explanted and replaced with non-allergan.

Event description:
Physician reported rupture and capsular contracture baker grade ii. Subsequently, pathology report identified, "moderate presence of foreign material consistent with silicone and xanthomatous inflammatory reaction". This relates to the left side. Device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture, rupture and granuloma was received on june 27, 2023, with lot number 1288714. Based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken opening striated assessed as to surgical damage also observed non-penetrating nicks in the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Granuloma: unable to confirm as it is a medical event not related to the device. Additional observations: no other observation observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "rupture" and "capsular contracture baker grade ii¿, and ¿moderate presence of foreign material consistent with silicone and xanthomatous inflammatory reaction" device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade ii. Device has been explanted and replaced with non-allergan. This relates to the left side.